Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was flipped and appeared upside down. The endoscope was removed and reseated multiple times in an attempt to resolve the issue. Guidance was provided to remove the endoscope and press the universal surgical manipulator (usm) clutch button or the instrument clutch button on the associated arm to clear the guided tool change information. After following this guidance, the image was corrected and no longer upside down. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the endoscope was not returned. The issue was resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The endoscope was removed and reseated multiple times in an attempt to resolve the issue. Guidance was provided to remove the endoscope and press the universal surgical manipulator (usm) clutch button or the instrument clutch button on the associated arm to clear the guided tool change information. After following this guidance, the image was corrected and no longer upside down. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.